Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, there was no change in the visual indicator of a 5f exoseal vascular closure device (vcd) and it came out as is after blood backflow stopped, and it was carefully withdrawn further. Manual compression was unavoidably required for hemostasis. There was no reported patient injury. The vcd was being used after a below knee (bk) treatment via a right common femoral artery (cfa) using an ipsilateral antegrade approach. A 5fr non-cordis short sheath was used. The vcd was used according to the normal procedure. The device will be returned for evaluation.